Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hipot test. The cause for the failure was isolated to an exposed pulse wire in the distribution node. The exposed wire caused a short. The root cause for the exposed wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
While investigating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was discovered. The electrode belt failed a hipot test during incoming testing.